Manufacturer narrative:
Age at time of event - over the age of 18 yrs old. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured at 6atm upon second inflation. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.

Manufacturer narrative:
A2: age at time of event - over the age of 18 yrs. Old. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately in the centre of the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the hypotube of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured at 6atm upon second inflation. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.